Manufacturer narrative:
Evaluation: customer returned one, sheath and dilator in an opened and used condition. Investigation revealed that there is a hole in the sheath material located approx 15 cm from the proximal end. A kink is located in the same spot. Based upon the info provided by the customer it appears that the customer was delivering the embolization coils through the sheath with no catheter present. Cook instructions for use states the following: "nester embolization coils are intended for arterial and venous vessel embolization procedures. This product is intended for use by physicians trained and experienced in embolization techniques. Standard techniques for placement of vascular access sheaths, angiographic catheters and wire guides should be employed. Nester embolization coils are made of platinum with spaced synthetic fibers, and are supplied preloaded in a loading cartridge. They are designed to be delivered to the target vessel using a soft straight wire guide through a standard angiographic catheter.

Event description:
Ansel sheath kinked during embolization case. Sheath kinked halfway down the shaft leaving a hole for the coil to deploy through and subsequently placing it in the wrong place. The coil had to be retrieved and another placed correctly.